Manufacturer narrative:
The device was returned to the legal manufacturer and confirmed to be a tfl-fbx200s soltive laser fiber with a lot number of kr263458. The device is confirmed to have broken and burnt at the device connector/ strain relief. The strain relief is discolored. The broken end of the fiber does not have visual evidence of burning/ discoloration. The length of the fiber body/shaft does not appear to have visual defects. The distal tip is not present and does not have signs of use suggesting the tip also broke. Moreover, fiber and packaging device history reviews (DHR(s)) were reviewed and there were no discernible non-conformance reports (ncrs), scrap, or recorded process deviations related to the user request. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section e3 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not returned for evaluation, the definitive root cause of the fiber issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not deliver the treatment beam without checking the integrity of the aiming beam, in the event that the optical fiber is damaged. Accidental laser exposure or fires may occur if a damaged fiber is used during a procedure." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus representative reported on behalf of the customer that when using a 200 micron tfl single use fiber, there were flames from the fiber where it attaches to the soltive. The fiber melted. The setting was on ureter. There was no patient harm associated with the event.